Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized for both high blood glucose and low blood glucose events. The customer's wife also mentioned that her husband was involved in a car accident six years ago due to a low blood glucose event; he was using a reservoir that was part of a product recall at the time. Troubleshooting for the hyperglycemia and hypoglycemia were declined. No products were returned or replaced.